Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were experiencing a shocking sensation in their calves and up on both of their hips. They also had pain in their left hip. There were no falls or trauma associated with this issue. They checked their implantable neurostimulator (ins) and the programmer showed that the stimulation was on. They decreased the stimulation from 4.7v to 2.3v but the issue did not resolve. They were still feeling shocking at 2.3v. These issues started on (B)(6) 2016. They continued trying to adjust the stimulation but they were still having too strong of vibrations in their left hip and it felt like having a charlie horse every few minutes. Their right side seemed to be okay. The patient had 2 programs on their ins; program 1 was for their left side and program 2 was for their right side. They decreased program 1 to 0v but they were still getting charlie horses and feeling stimulation that was too strong. After seeing a doctor it was found that the patient had program 2 turned up too high. Program 2 was turned down to 0.0v and then both programs were increased and the patient was okay. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.